Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced three (3) episodes of peritonitis. The cause and treatment of the events were not reported. It was not reported if the patient was hospitalized for the events. At the time of this report, the patient outcome for the events were not reported. Action taken with pd therapy was discontinued. No additional information is available.